Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported an impella cp was implanted in a 74-year-old female patient needing mechanical circulatory support. It was reported that the patient had a cold foot and was developing ischemia. The impella cp was removed and an impella 5.5 was placed.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was filed. The device was not returned. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.